Event description:
It was reported to gore a gore® cardioform septal occluder was implanted two years ago to treat a patent foramen ovale. It was reported there was a clot that had formed on the left eyelet and the physician was determining what to do to treat the clot and whether or not to have the device removed. It is unknown if the patient was compliant and there is a known underlying disorder. The physician is running tests at this time. It was later reported that the device was surgically removed. It was further reported that it was not a clot, but endothelium and it was healing.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information; however, requested information has not been provided.

Manufacturer narrative:
Imaging evaluation: in the echo image provided, it does appear that there is a vegetative growth attached to the left atrial eyelet that is consistent with thrombus formation however, without additional imaging this cannot be confirmed. The device is not well visualized in the echo image provided therefore I am unable to determine if the device is appropriately placed around the anatomy. Also, without fluoroscopy imaging, it cannot be determined if the device locked with clear separation of discs between the right and left atrium. The source of the thrombus formation cannot be determined with the imaging provided. Additionally, it is unknown if the patient was compliant with their antiplatelet therapy post-procedure. Without a pru level post-procedure, I am unable to determine if the patient was therapeutic with their dosing. Additional information is needed to determine the source of the thrombus. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a gore® cardioform septal occluder was implanted two years ago to treat a patent foramen ovale. It was reported there was a clot that had formed on the left eyelet and the physician was determining what to do to treat the clot and whether or not to have the device removed. It is unknown if the patient was compliant and there is a known underlying disorder. The physician is running tests at this time. It was later reported that the device is being surgically removed.

Manufacturer narrative:
A1, a2, a3, b4: added new information

Event description:
It was reported to gore a gore® cardioform septal occluder was implanted in (B)(6) 2020 to treat a patent foramen ovale. It was reported there was a clot that had formed on the left eyelet and the physician was determining what to do to treat the clot and whether or not to have the device removed. It is unknown if the patient was compliant and there is a known underlying disorder. The physician is running tests at this time. It was later reported that the device was surgically removed. It was further reported that it was not a clot, but endothelium and it was healing.